Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004 and a total left hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reports patient allegations of pain, synovitis and elevated metal ion levels. Patient's legal counsel further reported patient underwent a bilateral aspiration procedure on (B)(6) 2013 which noted clear fluid in the left hip. Patient's legal counsel reports patient will need to undergo a bilateral hip revision procedure. There has been no reported revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2013-05536 / 05541).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.